Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Manufacturer narrative:
The device was evaluated by the returns department which found that the pcb is missing a component.

Event description:
The dealer stated, the unit light alarms are not working. (Yellow, red and green).

Event description:
The dealer stated the unit light alarms are not working. (Yellow, red and green)